Manufacturer narrative:
On (B)(6) 2020, additional information indicated that the operative report showed only left implant was deflated and the right implant was intact. Patient underwent bilateral replacements as follow: right replaced with cat#: 3501670, sn#: (B)(6) , and left replaced with cat#: 3501670, sn#: (B)(6), on (B)(6) 2020. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation revision with mentor smooth round moderate profile 425 cc saline breast implants which the patient experienced bilateral deflation after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral removal on (B)(6) 2020. This report is for the right side.

Manufacturer narrative:
Device evaluation completed on august 11 2020: during the visual evaluation of the device, no apparent damage was observed. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).